Event description:
It was reported that there was a note on insturment box stating that the instrument stapled only one side of the bowel, leaving the other side open. It is unk how the case was completed. No pt consequence.